Manufacturer narrative:
G4:29apr2021. B4:29apr2021. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the touchscreen, the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Event description:
It was reported that the ventilators touchscreen failed. There was no patient involvement.